Manufacturer narrative:
The reported product was not manufactured by zimmer (B)(4). Therefore this will be invalidated. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that 13 patients received an unknown zimtron head . According to the article, one of the patients is being monitored due to aseptic loosening after less than five years from implantation. Details of patient and implant date are unknown.